Event description:
During surgery for fractured left hip, bipolar arthroplasty, howmedica surgical simplex cement was utilized. Approximately two to five minutes after insertion of cement, pt became agitated progressing to unresponsiveness. Pt intubated and resuscitated successfully. Incision closed and pt transferred to ICU with vital signs stable in serious condition. The next day, at 01:06 am, the pt died of intraoperative bone cement implantation syndrome with acute cardiopulmonary collapse.